Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The information provided is limited at this time, additional information has been requested. A lot number was not provided, therefore a review of the manufacturing records is not possible. Adhesions are a known inherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that a previously place bard ventralight st mesh was found to be " sticking to the intestines which may have caused complications, thus was removed and discarded."

Manufacturer narrative:
This is an addendum to the initial emdr as additional information provided brings clarification to the event. Due to the surgeon noting during the index procedure that the "mesh was sticking to the intestine" the surgeon took a precautionary measure, to avoid the possibility of a serious injury in the future and did not implant the mesh into the patient. There was no additional intervention or injury to the patient. The sample was not returned for evaluation as such cannot be evaluated for root cause analysis. The initial determination remains the same, no conclusion can be made.

Event description:
It was reported that a previously place bard ventralight st mesh was found to be " sticking to the intestines which may have caused complications, thus was removed and discarded." Addendum: contact reported that the problem presented during the index procedure of the bard ventralight st mesh. The doctor noted that once placed at the site it was sticking on the intestine. The surgeon was not confident in using the device and it was removed and another was used. There was no patient injury.